Event description:
Underdelivery reported. The pump was programmed to deliver a tpn solution at unspecified settings. The pt reported that an alarm had sounded, but he did not recall the alarm message. He was able to re-program the pump, however he noted that only 1/2 of the IV container was empty at the expected end delivery time. He attempted to use the pump again on the following day, but could not get past an unspecified error code. He did not experience any adverse effects due to the event. The pump was switched out.

Manufacturer narrative:
The pump's history log revealed "check cartridge". "Occlusion", and "error 143" alarms. An infusion test with tpn, taper up & down ran within specifications. We expected 1479.8 ml and measured 1445.7g% error -2.30. The pump passed the diagnostic optic block test. The latch assembly worked correctly.